Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7096997/7097083.

Event description:
It was reported that the patient believed the stimulator was causing constipation. It was also noted that the patient was not getting an adequate pain relief and feeling burning sensation in the axial low back. The ipg was causing pain as it was protruding but no skin breakage. The patient underwent a device explant procedure. The explanted ipg and linear leads were not returned.